Event description:
The provider states his tech alleged the right side fork and bearing are making a cracking noise. He states the for the fork stem has slight damage and the provider will replace the fork and bearing.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.